Event description:
It was reported that the user experienced a temporary loss of glucose readings, which led to a missed meal announcement at lunch, and they were advised to monitor glucose and use correction dosing if needed; the user later confirmed glucose remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no change in health status, no medical intervention beyond routine self-management, and no hospitalization. Investigation included user education and troubleshooting regarding missed meal announcements and monitoring for glycemic excursions. Investigation of this case revealed no device performance issue identified, no alarms, and no component malfunction reported. It was concluded, based on previously established findings for similar reports, that user-related factors and transient data display interruption could explain the missed meal announcement without adverse sequelae.